Event description:
It was reported that the patient had inappropriate shocks due to oversensing of myopotential noise. The device sensing vector was programmed to the secondary vector at the time of the shock. The clinic reprogrammed the device and the patient went home. Later, there was another inappropriate shock due to oversensing. The clinic had the patient due a treadmill test and reprogrammed the device again. There were no additional adverse patient effects. The system remains implanted.